Manufacturer narrative:
Complaint no: (B)(4). Upon follow up, it was reported on an unreported date, the patient¿s peritoneal effluent was clear. Also on an unreported date, the patient¿s antibiotics were completed and the patient was discharged from the hospital. On an unreported date, within six to seven day of diagnosis of suspected peritonitis, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began the treatment for the cloudy pd effluent (due to suspected peritonitis) with unspecified antibiotics (dose, frequency and route not reported). The outcome of the event was not reported. The action taken with dianeal therapies was not reported. No additional information is available.